Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a right femoral approach. An isleeve introducer was introduced very smoothly with the dilator inside. Pre-dilation was performed with a 20m non-bsc balloon. The balloon was deflated after balloon valvuloplasty. A valve was successfully implanted. No resistance was noted at any time. The removal of the delivery system was easy. Upon removal of the isleeve from the femoral artery, it was noted that one of the isleeve seams had torn approximately halfway of the isleeve length. No patient harm was reported.

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a right femoral approach. An isleeve introducer was introduced very smoothly with the dilator inside. Pre-dilation was performed with a 20m non-bsc balloon. The balloon was deflated after balloon valvuloplasty. A valve was successfully implanted. No resistance was noted at any time. The removal of the delivery system was easy. Upon removal of the isleeve from the femoral artery, it was noted that one of the isleeve seams had torn approximately halfway of the isleeve length. No patient harm was reported. Additionally, it was reported that the femoral artery was mildly tortuous, and mildly calcified. The minimal femoral size was 7.3mm. Device evaluated by MFR: the isleeve was returned to the investigation site for analysis. The returned product consisted of an isleeve sheath with the dilator in the lumen. The sheath and tip were microscopically examined. There is expansion on 2 of the 3 seams as expected with device usage. The sheath material was split/torn on the seam starting 13.5cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to procedure.

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a right femoral approach. An isleeve introducer was introduced very smoothly with the dilator inside. Pre-dilation was performed with a 20m non-bsc balloon. The balloon was deflated after balloon valvuloplasty. A valve was successfully implanted. No resistance was noted at any time. The removal of the delivery system was easy. Upon removal of the isleeve from the femoral artery, it was noted that one of the isleeve seams had torn approximately halfway of the isleeve length. No patient harm was reported. Additionally, it was reported that the femoral artery was mildly tortuous, and mildly calcified. The minimal femoral size was 7.3mm. Device evaluated by MFR: the isleeve was returned to the investigation site for analysis. The returned product consisted of an isleeve sheath with the dilator in the lumen. The sheath and tip were microscopically examined. There is expansion on 2 of the 3 seams as expected with device usage. The sheath material was split/torn on the seam starting 13.5cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to procedure.